Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information regarding insufficient reprocessing is stated in the instructions for use which may have prevented the event: "5.2 importance of cleaning, disinfection, and sterilization. The medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: professional health and safety criteria of your healthcare facility, individual cleaning, disinfection, and sterilization protocols, structure and handling of endoscopic equipment, handling of pertinent chemicals. For the types and conditions of the means of cleaning, disinfection, and sterilization to be adopted, please make judgments from your professional viewpoints." Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopy support specialist (ess) reported, during a repair reduction observation at the user facility, the evis exera ii ultrasound gastrovideoscope was being reprocessed incorrectly prior to a diagnostic upper endoscopic ultrasound (eus) procedure. The intended procedure was completed with the same device and no surgical delay. No patient harm was reported.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed pre-procedure set up, procedure, pre- cleaning, and transportation. Handling was improved from a prior evaluation however, there was still room for improvement. During pre-procedure, the scope was placed on top of the cart where the processor was stored. Manipulation of the tubing included over bending during setup. During the procedure, the physician was observed pushing the grip (insertion tube side) into the patient bed. The excessive bending of the tube could promote and/or exacerbate buckling and insertion tube breakdown. Further occurrences could also damage internal elements. During the pre-cleaning process, the scope was sent to the reprocessing area with the free engage lever locked. The air/water cleaning adaptor was not used for any cleaning process in the room. The auxiliary water flushing was not performed with cleaning in room. The auxiliary water adaptor was also removed from the scope for transport to the reprocessing room. The biopsy caps were left on scopes for transport to reprocessing area. The subject device referenced in this report will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.